Event description:
Caller states customer reported low blood glucose symptoms with blood glucose result of 243 mg/dl obtained on the aviva system. Customer was re-tested within 10 minutes adn obtained result of 30 mg/dl. Emt's arrived 17 minutes later and result on their meter was 28 mg/dl; customer was treated with a glucose injection and taken to the hospital for further treatment. Customer was released four days later. Requested return of suspect device and replacement was sent.